Event description:
It was reported that a pt underwent a sling procedure in 2008. The following month, the pt experienced increased pain and pressure and a "paper cut" feeling in the vaginal area. The physician was seen. The pt switched physicians and a surgical revision of the mesh was performed with partial mesh removal. At present the pt has an increase in incontinence, bladder spasms, and occasional vaginal pain. The pt was sent to a pain clinic for increased control of pain.

Manufacturer narrative:
Bladder spasms occurred - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.